Event description:
It was observed that during the device evaluation, the resection electrode exhibited when the high-frequency resection electrode was used in the body, the temperature was too high and it melted into a ball. There was no patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, since it is marked as melted, it is highly likely that it does not meet the specifications. Information indicates contact with a metal wall, suggesting the damage may have been caused by spark discharge. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.